Event description:
The patient was experiencing increased spasticity despite dose escalation. A (B)(6) study was attempted and they were unable to aspirate from the cap (catheter access port). Catheter occlusion was suspected due to the inability to aspirate the catheter. The entire catheter was replaced. The exact location of the catheter issue was unknown and unable to be determined. The patient was doing well and receiving therapy following the catheter replacement. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).